Event description:
The hosp reported that during the saphenous vein harvesting procedure, the tunnel collapsed whenever the c-ring was advanced out of the harvesting cannula. The procedure was completed with an angio-catheter in the groin to resolve the insufflation issue. No pt complications were reported by the hosp.